Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Lead was explanted and replaced. No complications were noted during the procedure.

Manufacturer narrative:
No medwatch form was received. Internal insulation abrasion was found at 7.0 - 7.6cm, 9.7 - 11.0cm, and 13.5 - 13.8cm from the electrode tip. The etfe coating was intact at these locations. Internal insulation abrasion was found at 9.0 - 10.3cm from the electrode tip. The etfe coating was abraded at the same location.